Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
"Epidemiologist called about a patient in her care. She reports that the patient is having acidic like pain associated with surgicel product that was placed on patient by a facility nurse after a PICC line insertion. She also reports the patient was on blood thinners, and surgicel was placed topically to stop the bleeding around PICC line insertion site. Reported that surgicel was left in place from approximately 8pm-12 noon the next day. Also, it was reported that a biopatch antimicrobial disk was placed on top of the surgicel, that was placed over site and also PICC line securement dressing placed over top that. Surgicel became hard and around 1200 noon that next day, it was removed in urgent care with normal saline, and was painful. Once the hardened surgicel was removed and pulled off, it left red, raw, tissue that felt like acid according to the patient around the site and also pulled the PICC line out of place a little. The urgent care nurse then pushed the PICC line back into placed because the patient still needed to use it for infusions. Reported when the nurse pushed the PICC back into place, some of the hardened black pieces of surgicel were pushed back into to patients tissues. PICC lined was secured once again and the patient's tissues healed over the debris--black foreign chunks/matter left behind after surgicel was removed. Patient states still has pain under the tissues and around the site that feels like acid. Patient is currently seeing an epidemiologist and immunologist/allergy doctor about the occurrence. It was stated by epidemiologist that patient will need surgery for the debridement of black foreign matter under the patient skin, and they are still trying to contact a surgeon to perform the surgery. Epidemiologist also stated that the original nurses that placed the surgical over the PICC line insertion site to stop the bleeding did not know it was intended for internal use, not external use. Epidemiologist stated that the nurse gave the patient extra surgical packs to take home for personal use. As well, that the original nurse did not have the instructions for use for the product at time of placement. Epidemiologist also stated that she wished the IFU for this product was more visible and readily available. Epidemiologist wanted to know what the black foreign matter was that was under the patients skin because she needed to tell the surgeon what he was going to be debriding. Epidemiologist and doctor thought that maybe when they mixed normal saline with the surgical it created a acid compound against the patients tissues, and wondered if that would be causing the pain? Ma was contacted and explained it was, in fact, the wrong off label external use of the product and the lack of hydrolyzed tissue available, so the product was not able to be broken down correctly, like it would of been if used correctly within the body. Also, the black coloring of the product was, left over oxidized regenerated cellulose, and due to the oxidation/iron exposure from red blood cells, it turned that color. This information was then related to epidemiologist. Epidemiologist said she would file a complaint or that possibly the doctor she was working with immunologist/allergy doctor would file the complaint. She also stated she was happy to know this information because now they may be able to find a surgeon would actually perform the debridement procedure--knowing what the foreign matter was under the patients skin. "

Manufacturer narrative:
The biopatch (ID unknown) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue is related to a user error due to improper use of biopatch product (the biopatch product was used concomitantly with the surgicel. The biopatch¿s IFU establishes that the device must be in complete contact with the patient¿s skin). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.